Event description:
It was reported that an unspecified quantity of polyflux 170h leaked saline. The leaks were observed a the connection of the dialyzer due to broken caps. The leaks were observed before use. There was no patient involvement associated with the reported event. No additional information is available.

Manufacturer narrative:
Lot #: the reported lot # 2-4761-h-01 and 2-4761-0h-1 are not valid baxter lot numbers. Initial reporter city: sömmerda, cs9 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, multiple broken blood protective caps are observed (potentially 11 units). The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Eighteen (18) devices were received for evaluation. The visual inspection of the provided samples shows 18 broken blood protection caps (without dialyzers). The reported condition was verified. The cause of the condition could not be determined; however, the broken protective caps were attached to the dialysate connector during preparation/priming (which could be easily cracked during transport, too high pressure, falling off a pallet for example). Should additional relevant information become available, a supplemental report will be submitted.